Event description:
The hospital reported, that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is inside the deployment tube. The tension spring components still loaded in the deployment tube with the plunger depressed. The failure that the seal did not deploy is confirmed. A review of the finished device lhr did not reveal any non conformance reports, which could have contributed to this complaint.